Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the charger and the battery were having trouble making a connection. The patient mentioned she lost weight which made her skin loose around the battery. This caused the patient to adjust. The patient could not charge the battery. The patient had to hold it in place to get a complete charge. The patient said she tried tightening the belt and it did nothing to help. The patient said holding the battery in place seemed to work and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their device was not turning on. It was unknown at the time of report which device the patient was referring to; follow-up has been conducted with the patient to determine this information. No complications were reported or anticipated. It was noted the patient¿s indication for use was non-malignant pain.